Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus and esc button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.